Manufacturer narrative:
Concomitant medical products: (2) syringe; trifuse or bifuse; central venous line (cvl); unspecified caps; td: (B)(6) 2019. No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified. The event occurred in the picu indicating the patient was a neonate patient demographics requested however not provided by customer

Event description:
It was reported that a picu patient was receiving tpn and lipids at unspecified rates via cvl. Upon closer observation the nurse noticed that the patient's blanket was wet and the line had disconnected at the stopcock however the ¿blue threader cannula and dead end cap¿ (needless connector) were still attached to the brown port of the cvl. The md was notified, caps and stopcock were changed, and unspecified labs were drawn. Although requested, no further details were provided by the customer for this event.